Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr device. Difficulty was encountered while trying to obtain marking. The physician removed the device and flushed the marker lumen. The device was reinserted. Profuse bleeding was evident around the device and hub. The device was removed and a prostar xl 10 fr device was inserted. Hemostasis was not achieved. The device was deployed with partial tissue capture, enabling incomplete closure. A femstop was applied and hemostasis was achieved. The pt recovered without further incident.